Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. During the procedure, a new ipg was implanted.

Manufacturer narrative:
Additional information was received that the reasons for revision were due to inadequate stimulation and ipg had gone into hibernation. The patient could not charge up the ipg as he had not used it for quite a while. During the procedure, the ipg was replaced per physician¿s preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. During the procedure, a new ipg was implanted.